Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. While hospitalized for an unrelated indication, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was treated with ceftazidime (dose, route, frequency, and duration not reported). The action taken with dianeal therapy was not reported. The patient was discharged from the hospital and had recovered from the peritonitis. No additional information is available.